Manufacturer narrative:
The initial reporter was contacted for add'l info and to arrange return of the device for eval. The user facility reported the pt had multiple co-morbidities and was critically ill prior to the event. The device is currently quarantined and the facility is conducting an investigation. The user facility is not willing to have the device returned for investigation or to have a rep of the MFR be present during an internal investigation. The user facility used a 10 ml syringe for the infusion, the initial reporter is unsure of the infusion protocol or the brand of the syringe. The initial reporter did clarify that the device was returned to "(B) (4)" in 2009 for a plunger issue not "not MFR" as stated in the (B) (4). The MFR did explain that they are not affiliated with "(B) (4)" and the initial reporter verbalized understanding. The initial reporter will contact the MFR if the facility will be conducting any further investigation into the device. (B) (4)

Event description:
.